Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the sensor. His blood and sensor glucose readings were not within an acceptable range. His blood glucose level was 300 mg/dl but his sensor glucose reading was 46 mg/dl. The insulin pump went into threshold suspend. The product was not returned. Nothing further to report.